Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated surgery and the device was not placed in surgery mode. Troubleshooting was attempted by a company representatives to no avail. Surgical intervention may take place at a later date.

Event description:
Additional information received confirmed further troubleshooting was performed and therapy was reestablished.

Manufacturer narrative:
Further information was received indicating this event is no longer part of (B)(4). An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.